Manufacturer narrative:
(B)(4): device remains implanted. Two x-rays were provided. Lumbar construct t12-s1 with iliac screws. Interbody devices present in all but top level. No peek malalignment is demonstrated. However, we are unable to determine the definitive cause of the reported event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a five level plif procedure, the peek implant broke during implantation at l3-l4. Reportedly, upon insertion, while the implant was on implant holder being tamped, but not hard, the devices snapped. The implant broke completely in half and was left implanted. It was believed that the implant did not cause any pt complications.